Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test failed. Nordic bluetooth pairing test was not performed. A review of the share log was performed and failed. The allegation was confirmed. No communication ¿ gap in logs. The reported event of a pairing failure is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.